Event description:
It was reported that a small volume infusor overinfused more than 30 percent above the expected rate. The expected flow rate was 100ml per 40-46 hours, but the actual infusion ended in approximately 24 hours. The drugs being administered to the patient were 44ml of fluorouracil and 55ml of saline (non baxter products). It is unknown where the position of the flow restrictor was relative to the bladder during infusion. The filled infusor was not refrigerated, and it was at room temperature before patient connection. Priming was performed, and solution flow was confirmed. The infusor was not re-filled. Patient control module (pcm) was not involved. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Manufactured october 28, 2013 to october 29, 2013. The sample was received for evaluation. A visual inspection did not identify any abnormalities. The device was flow rate tested and was found to flow within specification. No malfunctions were identified during product evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.